Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for follow up in clinic, high capture threshold was noted on the right ventricular (rv) lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. Analysis was normal. No anomalies were found.